Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure. The exact procedure date was unknown. During the procedure, when the handle was rotated, the bands would not deploy. When the handle was rotated again, still the band would not deploy, and the band seemed to be twisted. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated to december 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that ligator housing was returned with seven bands attached to it and two of the bands overlapped and damaged. The ligator housing teeth were found bent. Additionally, the handle had marks of the trip wire indicating that it was secured, and it was found broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had seven bands attached, and two of them overlapped and damaged, and the teeth ligator housing teeth were bent. It is possible that this problem when trying to deploy the bands, it might have to do with the technique used by the physician or the way the device is being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Also, the trip wire was found broken, which could have been due to handling and manipulation of the device during procedure and interaction with the scope and additional tools/devices. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated to december 1, 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure. The exact procedure date was unknown. During the procedure, when the handle was rotated, the bands would not deploy. When the handle was rotated again, still the band would not deploy, and the band seemed to be twisted. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.